Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had rf pic failed selftest. The customer¿s blood glucose was 122 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with rf pic failed selftest alarm during self test, problem isolated to rf board. Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test.